Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2024 blood cultures were positive for cocci in chains. On (B)(6) 2024 the patient was started on linezolid. During hospitalization the patient was administered parenteral antibiotics and changes to medication were performed. The patient experienced vomiting and a left ventricular assist device (vad) alarm and remained hospitalized for conservative care.

Event description:
It was additionally reported that there was no problem with the device defect, and it was confirmed that there were low flow alarms that went off depending on the patient's posture due to volume. The low flow alarms resolved after providing volume. The patient had no symptoms associated with the low flows. The patient was put on dietary control. The event had resolved with 6 weeks of antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate 3 lvas patient handbook, rev. B, are both currently available. Section 1 of the IFU, "introduction," provides an explanation of each of the pump parameters, including pump flow. This section also lists infection as a potential adverse event which may be associated with the use of heartmate 3 lvas. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management," lists infection and hypovolemia as potential late postimplant complications. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. The patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.